Manufacturer narrative:
The t:slim pump user guide states: . The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 270 (mg/dl) on day one and a half of supply use over the past 2 months. Reportedly, the customer believed that the bg levels were caused by changing to apidra insulin. Customer would change their supplies to treat their bg levels. Customer indicated that they are aware that apidra is contraindicated for use with the pump, and indicated that they will contact their health care provider to discuss changing insulin type.